Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had stored multiple atrial fibrillation (af) episodes. In one of the episodes there were different morphologies observed. There was no oversensing but there was occasional undersensing noted due to varying amplitude and morphologies. Boston scientific technical services (ts) was consulted and also observed what appeared to be qs, wider signals that occurred in short runs. However, some of these appeared to have a smaller r wave amplitude. Ts discussed programming and medication adjustment considerations. Five months later the patient received two inappropriate shocks due to possible af with varying morphologies. Ts again was consulted and discussed assessing sensing vectors at elevated rates. One month later the patient received an additional two shocks due to supraventricular tachycardia (svt). Ts discussed having the patient perform treadmill testing and capture a reference electrocardiogram at higher rates. A small amount of oversensing was seen in the stored episodes, however it was thought the inappropriate shocks were occurring due to the patient's high heart rate. Approximately one week later the patient has another inappropriate shock for af. The patient's medication was adjusted and the s-ICD shock zones were reprogrammed. During the recent interrogation a concern over electrode integrity was discussed as one of the sensing vectors appeared to be flat. Ts suggested an x-ray and additional testing. It was further noted the patient is a recreational drug user which may be contributing to the arrhythmias. The field representative indicated that an x-ray was taken, but the results were unknown. The patient was scheduled to follow up at a different clinic. That field representative noted the patient had to cancel their initial follow up appointment due to weather. The appointment was rescheduled. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had stored multiple atrial fibrillation (af) episodes. In one of the episodes there were different morphologies observed. There was no oversensing but there was occasional undersensing noted due to varying amplitude and morphologies. Boston scientific technical services (ts) was consulted and also observed what appeared to be qs, wider signals that occurred in short runs. However, some of these appeared to have a smaller r wave amplitude. Ts discussed programming and medication adjustment considerations. Five months later the patient received two inappropriate shocks due to possible af with varying morphologies. Ts again was consulted and discussed assessing sensing vectors at elevated rates. One month later the patient received an additional two shocks due to supraventricular tachycardia (svt). Ts discussed having the patient perform treadmill testing and capture a reference electrocardiogram at higher rates. A small amount of oversensing was seen in the stored episodes, however it was thought the inappropriate shocks were occurring due to the patient's high heart rate. Approximately one week later the patient has another inappropriate shock for af. The patient's medication was adjusted and the s-ICD shock zones were reprogrammed. During the recent interrogation a concern over electrode integrity was discussed as one of the sensing vectors appeared to be flat. Ts suggested an x-ray and additional testing. It was further noted the patient is a recreational drug user which may be contributing to the arrhythmias. The field representative indicated that an x-ray was taken, but the results were unknown. The patient was scheduled to follow up at a different clinic. That field representative noted the patient had to cancel their initial follow up appointment due to weather. The appointment was rescheduled. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the remote home monitoring system issued an alert for high out of range shock impedance measurements on the electrode. Boston scientific technical services (ts) was consulted and discussed that the shock impedance was greater than 400 ohms during the weekly test and was an acute change. Review of the primary sensing vector, which was currently programmed, found many atrial fibrillation (af) episodes, some with noise and some without noise. The noise was deemed similar to myopotential, but had a different morphology. Ts noted that the patient should be considered unprotected at this point and suggested scheduling an in-clinic appointment to evaluate with sensing vectors and take x-rays. The patient was brought into the clinic for testing where they were unable to reproduce the noise. The shock impedance was consistently greater than 200 ohms. The alternate sensing vector was noted to be flat, but primary and secondary vectors had appropriate sensing. The patient does not have sternal wires and the electrode header x-ray appeared to confirm full electrode insertion into the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts reviewed the x-ray and noted a possible 90 degree bend of the electrode as it comes out of the header of the s-ICD. The electrode appeared to have no slack and ts recommended an electrode revision. The clinician called back later and stated that radiology produced an enhanced x-ray which showed the distal portion of the electrode is fractured and separated by one cm along the sternum, not near the header. This was determined to be the likely cause of the stored episodes and high impedance measurements. A revision procedure was performed where the electrode was confirmed to be fractured. The s-ICD was also electively explanted during the procedure. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had stored multiple atrial fibrillation (af) episodes. In one of the episodes there were different morphologies observed. There was no oversensing but there was occasional undersensing noted due to varying amplitude and morphologies. Boston scientific technical services (ts) was consulted and also observed what appeared to be qs, wider signals that occurred in short runs. However, some of these appeared to have a smaller r wave amplitude. Ts discussed programming and medication adjustment considerations. Five months later the patient received two inappropriate shocks due to possible af with varying morphologies. Ts again was consulted and discussed assessing sensing vectors at elevated rates. One month later the patient received an additional two shocks due to supraventricular tachycardia (svt). Ts discussed having the patient perform treadmill testing and capture a reference electrocardiogram at higher rates. A small amount of oversensing was seen in the stored episodes, however it was thought the inappropriate shocks were occurring due to the patient's high heart rate. Approximately one week later the patient has another inappropriate shock for af. The patient's medication was adjusted and the s-ICD shock zones were reprogrammed. During the recent interrogation a concern over electrode integrity was discussed as one of the sensing vectors appeared to be flat. Ts suggested an x-ray and additional testing. It was further noted the patient is a recreational drug user which may be contributing to the arrhythmias. The field representative indicated that an x-ray was taken, but the results were unknown. The patient was scheduled to follow up at a different clinic. That field representative noted the patient had to cancel their initial follow up appointment due to weather. The appointment was rescheduled. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the remote home monitoring system issued an alert for high out of range shock impedance measurements on the electrode. Boston scientific technical services (ts) was consulted and discussed that the shock impedance was greater than 400 ohms during the weekly test and was an acute change. Review of the primary sensing vector, which was currently programmed, found many atrial fibrillation (af) episodes, some with noise and some without noise. The noise was deemed similar to myopotential, but had a different morphology. Ts noted that the patient should be considered unprotected at this point and suggested scheduling an in-clinic appointment to evaluate with sensing vectors and take x-rays. The patient was brought into the clinic for testing where they were unable to reproduce the noise. The shock impedance was consistently greater than 200 ohms. The alternate sensing vector was noted to be flat, but primary and secondary vectors had appropriate sensing. The patient does not have sternal wires and the electrode header x-ray appeared to confirm full electrode insertion into the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts reviewed the x-ray and noted a possible 90 degree bend of the electrode as it comes out of the header of the s-ICD. The electrode appeared to have no slack and ts recommended an electrode revision. The clinician called back later and stated that radiology produced an enhanced x-ray which showed the distal portion of the electrode is fractured and separated by one cm along the sternum, not near the header. This was determined to be the likely cause of the stored episodes and high impedance measurements. The field representative will attempt to obtain additional information from the clinic for resolution of the electrode issue. The s-ICD remains in service. A revision procedure was performed where the electrode was confirmed to be fractured and separated with visual inspection. The electrode was explanted. The s-ICD was also explanted during the revision procedure as the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.